Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient complained of bilateral leg pain since implant. After post-operative programming on (B)(6) 2017, the patient reported the bilateral leg pain. It was noted that the patient¿s normal chronic pain was in the right hip only. The rep had no information to report regarding any environmental/external/patient factors that may have led or contributed to the issue. Impedance testing showed all electrodes within normal limits. Stimulation coverage was of bilateral hips to ankles and stimulation was running at a comfortable level per physician direction. These symptoms did not resolve by (B)(6) 2017. The physician and patient decided on explant which was done on (B)(6) 2017. It was noted that the total system, the ins and leads, was explanted. The explanted product would not be returned as the customer discarded it. It was unknown if the issue was resolved. No further complications were anticipated.